Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the circumflex artery. A 2.8x19mm rx graftmaster covered stent was opened but accidentally fell on the floor and was not used. Then a 2.80x19mm rx graftmaster was advanced but failed to cross due to the anatomy. Then a 3.5x16mm rx graftmaster was used and deployed at 14 atmospheres. The covered stent was implanted and sealed where implanted, but the perforation was noted as larger than anticipated and did not seal the entire perforation. The stent did not exacerbate the perforation and there were no device issues noted. Therefore, a 2.80x26mm rx graftmaster was advanced and deployed at 14 atmospheres to cover the rest of the large perforation. Standard post-dilatation was performed at 20 atmospheres. There were no reported adverse patient sequelae. No additional information was reported.